Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the functional testing but not during the review of the archive data. The root cause of the reported complaint was the overwritten or corrupted data on the processor board (pca) as a result of an internal communication error, as the processor board was replaced in september 2022. A visual inspection of the returned platform was performed, and no physical damage was observed. The platform archive data showed no fault or error occurred on the event date. However, system error - 132 (internal watchdog timeout) was revealed after the ap vision software was utilized, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Ap vision software was used to reset the system error and corrupted archive data to remedy the issue. Followed by the installation of the latest firmware, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The autopulse platform functioned appropriately and performed as intended. Waiting for service approval. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message. Per the reporter, no additional information is available. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.